Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic upon receiving a device alert, out of range, low pacing impedance was observed on the rv lead. Patient was asymptomatic. In clinic pacing lead impedance, sensing and capture threshold measurements were normal. Due to patient having a ccm device and being on a new heart donor list physician opted to avoid lead revision. Programming the patient notifier and providing the patient a remote merlin transmitter device was suggested. No programming changes were made. Patient was stable and lead behavior and patient will be closely monitored.